Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 09-mar-2024, UDI#: (B)(4); product ID: 97 7a260, serial/lot #: (B)(4), ubd: 10-mar-2024, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) via manufacturer representative (rep) who was implanted with an implantable neurostimulator (ins). It was reported that pt moved a bush 3 weeks ago and since has not had good relief. Pt dtm targets moved up and remapped. Pt reprogrammed two dtm group targets moved up today. Pt going to try them for a couple weeks. Group c is original. It is unknown if the issue resolved. Additional information was received from the manufacturer representative (rep). It was reported that the cause of the not getting good relief was the lead moved two electrodes down. The patient was reprogrammed with hitting targets.